Event description:
Healthcare professional reported a left side "implant ruptured when putting back into patient". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-ndr: not applicable as the event is not related to the device. Use error: observed three openings on anterior assessed as surgical damage. Additional observations: red particles and non-penetrating nick observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "implant ruptured when putting back into patient".

Event description:
Healthcare professional reported a left side "implant ruptured when putting back into patient". Device has been explanted.